Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the image processor bms circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system could not save images creating delay and the possibility of repeating procedures. There was no adverse patient involvement reported. There was no patient information reported.